Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. No product available to be returned.

Event description:
Customer reportedly received the following results on two different aviva systems within 10 minutes: 310 mg/dl and 150 mg/dl. Tests were performed with strips of the same lot and vial. No adverse event reported. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.